Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule was ingested 10 days ago and patient now has a small bowel obstruction which looks like a capsule and is hospitalized. The doctor noted a patient with iron deficiency anemia who ingested patency capsule approximately eight days ago. Between the seventh and the eighth day, the patient developed symptoms of small bowel obstruction and was hospitalized. Images showed a radiopaque structure in the distal small bowel near an area of narrowing, presumed to be remnants of the patency capsule. Further images have shown a previously undiagnosed stricture at the location of capsule thought secondary to adhesions from a previous hysterectomy. The patient is stable, but continues to have symptoms of intermittent small bowel obstruction. The doctor plans to treat the patient conservatively with bowel decompression. If the patient remains stable, he may try endoscopic retrieval, but should the patient become acutely worse, the physician will consider surgical resection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.